Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 80-250 mg/dl. Reportedly, customer continued using pump for insulin therapy.